Event description:
It was reported while using bd vacutainer® serum, 2 tubes burst when sending samples to the laboratory. Samples had to be redrawn. There was no other health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.